Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results, and provide additional information from the user facility. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The device was received with the jaws open, lock off. The symmetry is balanced, no visual damage noted. The first point of contact for the jaws is at the distal end; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .290¿, (standard is .300 +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and cracks with exposed metal observed. The flare is intact and has no cracks. The blade extends/retracts and cuts the dental dam as designed. Foreign material observed at distal end, consistent that the device was used. The lock function engages/releases as normal. The device was plugged into the test g400 generator; the generator displayed vp3/35; this is the correct default setting. The blue activation switch was checked and it is functional. A thin slice of beef muscle was not available, so a saline soaked tissue was used for testing. Switched between modes des, vp1, vp2, vp3 and adjusted power levels between 10-50; power output was corresponding to the set power level on the generator. Device activation was tested extensively and was working 100% of the time. Based on the evaluation, the hacf0533 cutting forceps was able to grasp, coagulate and cut with no errors, anomalies or irregularities observed. The electrosurgical unit used the procedure was not returned to the service for evaluation. The cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The instruction manual warns users in the before surgery section ¿pre-test the device to verify complete electrical activity and generator setting. The surgeon should only to operate the device under direct visualization. If the surgeon follows this instruction, any bleeding should be detected and acted upon immediately, making it unlikely that a serious injury would occur.¿

Event description:
The service center was informed that during a therapeutic ovarian cyst removal procedure, two generators and three forceps failed to cauterized causing the patient to experienced moderate bleeding. There were no error codes prior to the unit rebooting. The generator settings were 35 when the reported error code was observed. There were no alarms or alert tones noted. It was reported that the end user attempted to cauterize the patient¿s vessel with three different halo forceps and each time no output was exhibited. The user replaced the generator and the same issue reoccurred with the forceps. The intended procedure was completed. The event did not cause unintended tissue to become burnt. The bleeding was controlled eventually through tying the vessel off. The procedure was then completed. The patient¿s current condition is good. Additionally, the user facility reported that generator and the cord were inspected both prior and post procedure with no anomalies noted. The connection between the cord and equipment was noted to be secure. This is report 3 of 5.